Event description:
The complainant reported that shortly after a therapeutic procedure of placing an enteral feeding device, the outside bolster became loose causing the device to migrate into the duodenum. The device was removed with the aid of an endoscope and another feeding device was then successfully placed. The event date is unk.

Manufacturer narrative:
User facility was unable to supply the correct lot number of the device used, consequently, the MFR date of the device is unk. The device has been received by this MFR. An evaluation has not yet been performed therefore a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event at this time. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. Our directions for use outline appropriate placement, access and maintenance procedures. Date filed: 10/12/2006.